Event description:
Family member heard a report on t.v. That these devices were faulty and suspects the device may have contributed to her spouse's unexpected death. Family member and pt were in route by car to a benefit dinner when the pt pulled the car overr and got out. The pt stated that he felt "uncomfortable" and needed some fresh air. A few minutes later, he returned back to the car, sat dow on the back seat and asked for some water. Reporter gave him water and pt collapsed suddenly on the back seat of the car. Paramedics called and resuscitation efforts proved fruitless. The pt was pronounced dead on arrival at a nearby hosp. Reporter states that no autopsy occurred and the certificate of death stated "natural causes." A dr called, after the burial to get permission to check out the device, but reporter is unsure of the result.